Manufacturer narrative:
In a good faith effort (gfe) response from the field service engineer (fse) received on (B)(6) 2023, the fse confirmed that the service life of the failed battery exceeded the advised 5-year lifespan. The battery serial and lot numbers were not available or provided by the customer. It was stated that the customer had not determined if they would use philips for repair. The diagnostic report (drpt) from the time of the event was not available. No further work was performed by philips and no further information has been provided. The advised battery replacement aligns with the recommended repair of the reported malfunction per the service manual. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint about the v60 ventilator indicating that there was a battery failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) went to the customer site and stated on 30may2023 that there was a battery failure due to the equipment passing the warranty. The fse stated that the customer received a price quote and was awaiting the hospital's acceptance or rejection of the quote. This investigation is ongoing.